Event description:
The pacemaker involved in this MDR report was implanted on (B) (6) 2009. Reportedly, this patient undergone 4 re-interventions since implant (e.g. Atrial lead repositioning). The 4th re-intervention was performed on (B) (6) 2009: the atrial lead was removed. Although stable ventricular pacing thresholds and ventricular lead impedance measurements were observed, r-wave amplitudes measured by the pacemaker in the ventricular chamber was very variable in both unipolar and bipolar configuration.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis of electronic records and files. (B) (4). The reported intermittent abnormal sensing was confirmed by the analysis. Its origin remains unknown. A hardware reset was recommended and successfully performed on the device on 18 nov 2009; however, the reported behavior recurred, indicating that no software related issue / memory alteration could explain the phenomenon. Reprogramming sensitivity or sensing polarity to different values did not solve the issue. Available information showed stable and normal pacing thresholds and lead impedance measurements as well. Artifacts related to a conductor failure/fracture or to a setscrew issue were not observed in available egms and patient files. Transient episodes of noise sensing were recorded, suggesting emi or myopotentials oversensing. Although available information does not suggest any lead issue or any connection/setscrew issue, they cannot be excluded. It should be noted that there was no consequence for the patient. The pacemaker is able to deliver pacing pulses.